Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) batteries were not charging.

Manufacturer narrative:
Updated fields - b4, e1(event site email), g1, g3, g6, h2, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - b5, h6(health effect ¿ clinical code,health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm and verify customer stated reason batteries not charging. Replaced power management board. Preformed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm and verify customer stated reason batteries not charging. Replaced power management board. Preformed full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. No harm reported. Patient involved.

Event description:
N/a.